Event description:
It was reported that prior to a tem procedure,the device had instrument error.the problem occurred during the initial testing,before it came in contact with the patiet.after the error code the instrument was retorque,this did not help.to exclude that there was something wrong with the handpiece on the generator they did a test with the test pin-no problem.after troubleshooting,the instrument was changed.with the second strument everything worked as it should and they started the operation.no patient consequence.